Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) and right ventricular (rv) leads had noise episodes which resulted to inappropriate shock therapy. The number of shocks delivered for the same episode is unknown at this time. Noise on the auricular channel was also observed, which boston scientific technical services (ts) considered to be myopotential in nature. Additionally, high pacing impedance measurements and increased pacing threshold measurements were observed on the rv lead. The device will be replaced in a few weeks due to normal elective replacement indicator (eri), at which time the physician was going to decide if a new rv lead was needed. No adverse patient effects were reported. The device and both leads remain in service.

Event description:
Additional information received indicated that the crt-d had been explanted for normal eri and was discarded at the facility. A new pacing/sensing lead was implanted while the rv lead was kept for defibrillation purposes. The new device was also programmed in such a way that myopotential sensing on the auricular channel was minimized. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.